Event description:
Customer reported her insulin pump had suspended several times throughout the day. The customer believed the insulin pump was malfunctioning. A review of the carelink report found the issue causing the suspend notifications could not be determined. It was also found there was a data anomaly between the insulin pump and report. Customer's blood glucose was 327 mg/dl. The customer was advised to monitor the issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was programmed with multiple boluses and basal rates and all registered properly in the daily total history and also matched properly to the status screen. No history anomaly or suspend anomaly was noted. The insulin pump was unable to download to the carelink software due to alarms for corrupted history files. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip and minor scratches on the display window.